Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacture representative that during a tympanoplasty, stimulation was performed with the probe, but there was no response. An anomaly of the product was suspected and the product was replaced. The response was obtained without any issue using the replacement, and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Analysis found that there was no damage to the packaging to indicate a cause. The end to end ohms resistance for the paired electrodes shall be less than 2 ohms with no short circuit between poles; the actual measurement for the red paired was 1.6 ohms for both poles, with no short circuit; the actual measurement for the blue paired was 1.4 ohms for on pole but the other showed an open circuit which was out of specification (there was no short circuit). The green and red/white electrodes end to end ohms resistance shall be less than 2.5 ohms; the actual measurements were 0.9 ohms for both indicating an in-specification condition. A closer inspection of the blue wire showing the open circuit, showed it was bent. The apex of the bend corresponds to the area that is plugged into the nim interface. If information is provided in the future, a supplemental report will be issued.